Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead displayed undersensing so the physician capped the pace/sense portion and put in a new pacing lead. The shocking portion of this lead remains active.